Event description:
It was reported via journal article the rotablator burr stuck in the vessel. The target lesion was located in the right coronary artery (rca). During ablation using a rotablator burr, the burr stuck in the vessel and required surgical removal.

Event description:
Same journal article as MDR ID 2134265-2013-05243. It was further reported: the rotoblator tip perforated the right coronary artery. The patient was sent to surgery 95 minutes after the device entrapment. The burr was able to be retrieved through an aortotomy and coronary artery bypass graft (CABG). No perioperative complications were observed. The patient received a combination of aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Literature citation: konstantin alexiou. Entrapped coronary catheter remnants and stents. Tex heart inst j 2006; 33:139-42. Update: describe event or problem.